Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. The user reported that the ceiling hose mount is faulty and the hose could fall from the ceiling. There is no report of impact to the state of health of any patient or user involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a workmanship error. The investigation showed that the error was caused by installation that was not performed according to the installation instruction (planning guide) axa4-050.891.01.03.02. As a result, the proper counter nuts were not used and the thread rods holding the ceiling anchor became loose. The planning guide for the system installation contains adequate instructions on how to perform the ceiling installation. The project management of the respective country has been informed accordingly and measures have been completed. The affected system has been fixed on site by the local service organization. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.